Event description:
This lead was found to be dislodged and was repositioned on (B)(6) 2018. The lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.